Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the healing abutment could not be seated. Another healing abutment was used to complete the procedure.

Manufacturer narrative:
One healing abutment was returned for investigation. Visual evaluation of the as returned product identified damage to the threads. Functional testing was performed for the returned product with an in-house stock device and is confirmed that it does not seat correctly due to cross-threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.